Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# ejpxs. Triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# ejenm. Triathlon symmetric x3 patella; cat# 5550-g-339; lot# l0ak. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbv016. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the devices remained implanted in the patient and were not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was suspected to have an infection of left knee. Surgeon opened knee up, did a wash out, and found that there was no infection. Nothing was removed.

Manufacturer narrative:
An event regarding infection involving a triathlon cr x3 insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported devices remain implanted. Medical records received and evaluation: during the surgical procedure, indeed an I&d was performed (¿washout¿) although the infectious symptoms were not deemed severe enough to indicate hardware removal. As such, components remained in place although no information is available regarding later outcomes. No x-rays are available for review. In this case no correlation between any specific device property and supposed infection can be established. The procedure appeared effective in treating the clinical problem, still very much suspected to be caused by a low-grade infection with symptoms already suppressed by prior antibiotic coverage with residual symptoms caused by synovial irritation that may linger on for quite some time after the fact. As such, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions: based on the medical review completed on the information provided the reported event is suspected to be caused by a low-grade infection with symptoms already suppressed by prior antibiotic coverage with residual symptoms caused by synovial irritation that may linger on for quite some time after the fact. Further information such as pathology reports and operative notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was suspected to have an infection of left knee. Surgeon opened knee up, did a wash out, and found that there was no infection. Nothing was removed.